Event description:
It was reported that the pt complains of pain in hip area. As per pt's daughter, she is unsure if mother has stryker hip. Surgery was about 10 years ago.

Manufacturer narrative:
At this time the pt was unable to identify the devices implanted. Add'l info has been requested and if received, will be provided in a supplemental report.